Event description:
The insulated pad on the tip of the ultra shears came off during laparoscopic diaphragmatic hernia repair with experienced surgeon. The tip appears to have burned off. Vessels appeared to be burning rather than ligating.